Manufacturer narrative:
The original three piece spacers have been replaced by solid one piece units, these are then bolted to a solid support in the middle. The solid pieces will not shift therefore reducing the chance that the spacer can shear the hardware in the future.

Event description:
The seat had a spacer between it and the tilt assembly. Over time this multipiece spacer loosened which allowed the hardware to fatigue and break. The seat separated from the tilt and fell. No injuries are reported.